Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's parent reported via phone call, the back part of the insulin pump had popped off. Customer had removed the device from the customer's pocket, to change the infusion set and noticed the damage when customer was resetting the device. Customer stated the drive support disk was sticking out. Customer's blood glucose was unknown. Customer is unaware how the damage occurred. Customer's parent was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's parent agreed to return the device for analysis.